Event description:
It was reported via repair work order that the zoom drive disengages when in use due to damaged zoom drive cam assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.